Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The users reported that the philips spo2 monitoring function is inacurate, giving readings that are 20-25% higher than arterial blood gass measurement for one patient. Patient involvement was reported , but no adverse impact was reported.